Manufacturer narrative:
Additional information in d9- date returned to mfg on 2/3/2022. Received one used list #a1201, 6.5" (17 cm) appx 0.35 ml, smallbore pressure infusion (400 psig) ext set w/remv microclave¿ clear, nanoclave¿, purple clamp, rotating luer; and one new list #a1201, 6.5" (17 cm) appx 0.35 ml, smallbore pressure infusion (400 psig) ext set w/remv microclave¿ clear, nanoclave¿, purple clamp, rotating luer. As received, the tubing was separated from the nanoclave y-connector arm bond pocket. The separated components were inspected under uv light. Evidence of solvent was identified. No damage or anomalies were observed on the new set. The separated components of the used sample were measured and met product design specifications. The integrity of the representative bonds on both the used sample and new sample was also tested. Both bonds met product performance specifications. The solvent coverage of the tubing separated during testing and the tubing separated as received were compared under a microscope. There was visibly less solvent coverage on the tubing separated as returned. The reported complaint of a tubing separation can be confirmed on the one used extension set returned. The probable cause is due to insufficient solvent application during manual assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a smallbore pressure infusion (400 psig) ext set w/remv microclave® clear, nanoclave®, purple clamp, rotating luer. The event happened after it had been connected to the patient. It was reported that the tubing disconnected near the port (right by purple clamp) and was infusing dextrose 5% with saline and potassium additives. Less than 5 minutes into the infusion the tubing separated/disconnected as stated by the rn. There was some bleed back into some of the tubing but no reports of any notable amount of blood getting on the bed sheets. The IV was discontinued and tubing was replaced and therapy resumed. There was patient involvement however, there was no report of patient harm.